Event description:
On (B)(6) 2017: this adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure¿ micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958708) inserted. The report describes a case of pelvic pain ("pelvic pain"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure coils removed during a bilateral laparoscopic salpingectomy on (B)(6) 2014). Fallopian tube occlusion insert was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: sae pages received. Patient information and event information updated (start date, end date, severity, outcome and reporter's causality were provided). On (B)(6) 2017: received and processed with follow-up 1. Company causality comment this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(6)). She had fallopian tube occlusion insert inserted and experienced pelvic pain ("pelvic pain"). A bilateral salpingectomy was performed to remove essure. The reported event is regarded as non-serious and anticipated according to the investigator's brochure for essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Pelvic pain may occur after device insertion, in this particular case, investigator assessed the event as related to essure. Company regards the event pelvic pain related to study device, given event's nature and in the absence of alternative explanation. This case was regarded as incident since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958708) inserted. The report describes a case of pelvic pain ("pelvic pain"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure coils removed during a bilateral laparoscopic salpingectomy on (B)(6) 2014). Fallopian tube occlusion insert was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Most recent follow-up information incorporated above includes: on 14-sep-2017: essure removal details provided: removal on (B)(6) 2017 through laparoscopic salpingectomy (unipolar and bipolar types of energy used, no vasosconstritive agent used, no imaging procedures to locate essure inserts prior to removal were needed). Two intact devices removed. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958708) inserted. The report describes a case of pelvic pain ("pelvic pain"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure coils removed during a bilateral laparoscopic salpingectomy on (B)(6) 2014). Fallopian tube occlusion insert was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2017: quality safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.